Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose 42 mg/dl and 48 mg/dl. The customer reported that they had received loss of communication alarm. Troubleshooting was declined for low blood glucose. The device will not be returned for analysis.